Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-jan-2026, a sales representative reported via email that an ar-2324bcsp 4.75 mm biocomposite swivelock anchor encountered resistance during insertion and was subsequently removed. A new anchor was opened as a result. This was discovered during a rotator cuff repair procedure on (B)(6) 2026, with no reported patient harm. Additional information was requested on 23-jan-2026.